Event description:
Had the essure implant put in (B)(6) 2012. Approx 2.5 - 3 years later my periods seemed constant and were so heavy it was hemorrhaging. My joints were starting to ache but my knees were deteriorating. I have had 5 left knee surgeries including one where my medial femoral condyle was rebuilt with cadaver bone which has not resolved the issue and am now waiting to have a total knee replacement because I'm only (B)(6) but have to be at least 50 to have one done. The constant pelvic pain and the right side abdominal pain was horrible until I had a hysterectomy (B)(6) 2019 which resolved some of the pain but not all. FDA safety report ID# (B)(4).